Event description:
Additional information was received from the patient's healthcare provider (hcp). Per the hcp the buzzing was likely from lead fracture of both extensions per x-rays. Actions/interventions taken to resolve patient feeling buzzing sensations was to turn the device off. During device registration inquiry, it was indicated that the extensions were later explanted.

Manufacturer narrative:
Continuation of d10: product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: extension; product ID b3400060, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-apr-08 rtg0786000 (con): information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was about a week ago the patient started having buzzing sensations from the stimulator in his chest. Patient turned on the communicator and got service code 1703. The neurostimulators providing less than the requested therapy. Patient is on a very low setting and has been since they turned it on. They are on 1.5 on each side. The patient has not had any symptoms of seizures. They have not had any falls or accidents. The issue was not resolved through troubleshooting. The caller was redirected to the patient's healthcare provider to further address the issue.